Event description:
It was reported the reprocessor did not have the grey channel connector. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is most likely that the connector was broken by hitting hard objects to the connector, or accumulated stress towards loosen direction which led to aging deterioration. The suggested event is detectable/preventable by performing the following inspection. Chapter 3 inspection before use 3.3 inspecting the connectors. Check the following for each connector. ¦ the connector should be fixed firmly. ¦ the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment, and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor the field performance of this device.